Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the mesenteric artery. A direxion hi-flo fathom-16 system was selected for use. During the procedure inside the patient's body, it was noted that the tip began to separate. The procedure was completed with a non-bsc guide catheter. No patient complications reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned along with the guidewire and a non bsc guiding catheter for analysis. The catheter was inspected and it was found to have a nickel fracture at 33cm from the hub, which had fully separated from the catheter shaft, leaving the inner lumen exposed for the remaining length from 33-188cm from the hub. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/ user error as the dfu states: ¿always verify tip response under fluoroscopy and the position of the proximal portion of the microcatheter, to avoid shaft coiling and/or fracture¿, ¿if resistance is felt during rotation of the microcatheter and there is no visible tip response, stop and rotate in the opposite direction to release tension¿, and ¿should the shaft fracture under too much tension, attempt to advance a guidewire through the fracture point and past the distal lumen, or retract the microcatheter into the guiding catheter. Then withdraw the system in a smooth motion, minimizing any rotation and torqueing¿. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the mesenteric artery. A direxion hi-flo fathom-16 system was selected for use. During the procedure inside the patient's body, it was noted that the tip began to separate. The procedure was completed with a non-bsc guide catheter. No patient complications reported and the patient's status was fine.